Event description:
The customer reported that the monitor cart had no image. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the f3 was defective on the monitor cart so he replaced the fuse. The system operates as intended.